Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being used to transect the stomach. The stapler was not able to fire. In order to resolve the issue and complete the case, used a new reload. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.